Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon fifth inflation at 14 atmospheres for 1 minute. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.